Manufacturer narrative:
(B) (4).

Event description:
The patient had swelling when the pump delivered dilaudid. The pump medication was changed from dilaudid to morphine on (B) (6) 2010. A bridge bolus was performed and had duration of 3.7 days. The patient started having withdrawal symptoms on (B) (6) 2010. The hcp increased the dose from 0.5 mg/day to 2 mg/day. Additional information has been requested from the hcp, but was not available as of the date of this report.